Event description:
The customer reported that on (B)(6) 2011 a higher than expected hypersensitive thyroid stimulating hormone (htsh) result, above the normal reference range, was generated from a unicel dxl800 access immunoassay system for one patient sample. Subsequent testing, using a heterophile blocking tube produced a lower result, still above the normal reference range but outside of the assay's stated precision claim. Testing of the sample on alternate methodologies produced lower, discordant results below the normal reference range. The initial tsh result associated with this event was released from the laboratory. While there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. Instrument assay quality control results were performing within the customer established ranges during the timeframe of this event. Patient specific information, sample collection/handling information and system information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer declined service as they did not suspect instrument performance was a contributing factor. The involved sample was submitted for additional beckman coulter inc. Testing. This testing was unable to confirm or deny the presence of a patient source interferent due to the small amount of sample received. Although a patient source interferent may be a contributing factor, no definitive root cause has been determined for this event to date.